Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie drawer failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) cubie drawer was failed. A field service engineer (fse) found med jam for b2. So, the fse removed medication to free up. Then the fse found rail cage was also causing problems. Then repair it and tested good. The system functioned as intended after the field service engineer repaired the device.